Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient was not receiving effective stimulation due to lead fracture. X-rays were taken and confirmed that the lead at l5 position had fractured. Prior to surgery diagnostic testing showed high lead impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced. This addressed the issue.